Event description:
Physician reporting capsular contracture (baker grade iii). Device has been explanted. This relates to the right device.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified two devices appear to be intact have red biological tissue and red particles on the surface of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reporting capsular contracture (baker grade iii). Device has been explanted. This relates to the right device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.